Event description:
Customer reported prior to use, a doctor felt resistance from the cuff when inflating. Customer reported no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is receive, a summary of the investigation results will be provided in a supplemental report.